Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 3830 implantable pacing lead: (B)(6) 2009. 4195 left ventricular (lv) lead: (B)(6) 2009. (B)(4).

Event description:
It was reported the device was explanted and replaced due to premature battery depletion. The device was programmed to higher outputs for high left ventricular thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: analysis of the device revealed normal battery depletion.